Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed as the submitted log files did not capture any low flow alarms; however, the account attributed the alarms to the patient¿s cardiac tamponade and hypotension. A direct relationship between the device and the reported cardiac tamponade and hypotension could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2021. The pump operated as intended at the set speed for the duration of the log file. There were no atypical alarms and the controller log files appeared to capture the pump operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Pericardial fluid collection and bleeding are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a patient who was recently implanted with both a left ventricular assist device (lvad) and a right ventricular assist device (rvad) for biventricular failure had pump flows around 1 l for both devices. The patient experienced hypotension that required vasopressors. The cause of the low flows was confirmed to be cardiac tamponade. The tamponade was not related to either device, but the alarms resolved when the patient was taken for workup in the or. The plan of care was continued support. Related MFR # 2916596-2021-06875.